Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the repositioning of the implantable cardioverter defibrillator (ICD), the atrial lead became dislodged. The lead was subsequenlty replaced.